Event description:
During a carotid stenting procedure, it was reported that the patient's blood pressure dropped. A non-cordis embolic protection device was deployed followed by successful deployment of a precise stent. Pre- and post-dilatation was performed with unknown balloon catheters. Dopamine hydrochloride was administered to the patient and the blood pressure returned to normal 3 days after the procedure. The patient has fully recovered and has been released from the hospital without any neurological symptoms. According to the physician, the strong outward radial force of the precise stent on the carotid artery caused the carotis sinus reflex resulting in the hypotension.

Manufacturer narrative:
The product is not available for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13412426 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No ther issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13412426. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia . Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the angioguard filter potentially disrupting perfusion thereby contributing to the hypotensive event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.